Event description:
When preparing a fiber from a pvak -- 400 micron perforator and accessory vein ablation kit for a procedure it was noted the fiber was cracked. A new of the same device was opened and used to complete the procedure. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) pvak evlt fiber. A visual inspection noted that the fiber had one fracture; it was located at 87.3mm from the strain relief. After examining the returned fiber assembly,we are unable to determine the exact cause of the break. The 400-micron fiber material is somewhat fragile due to its size and a degree of caution must be taken when handling an evlt pvak fiber assembly. There are several potential root causes that could result in the break that occurred but there is no way to definitively determine what exactly caused the break or when it occurred but the break appears to be the result of a localized force being exerted on the fiber material. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. Potential root cause is handling damage after leaving angiodynamics facility. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).